Manufacturer narrative:
Exact date unknown, event occurred six months ago.

Event description:
It was reported that the patients ipg would not hold a charge for very long. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg was not returned.